Event description:
The patch leaked approx. 50-100cc and became blood-tight on its own after approx. 10-15 minutees. The patch was left in. The pt's condition is ok. Note: the exact date of the incident is not attainable, but the doctor states it happened about two weeks prior to the date of this report.